Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered anti-tachycardia pacing (atp) due to rapid ventricular response with atrial fibrillation (af) leading into rhythm acceleration. A shock was delivered which slowed the right ventricular (rv) rhythm but did not convert the af. This device remains in service. No adverse patient effects were reported.